Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 23mm transcatheter valve, was implanted in the tricuspid position using a valve-in-valve procedure within the existing bioprosthetic valve. The implant duration of the original device at the time of the procedure was approximately seven (7) years and one (1) month. The reason for reoperation is unknown and both devices remain implanted. There were no reported complications.

Manufacturer narrative:
(B)(4) =leaflet thickening. Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Additional information indicates this patient was reoperated due to prosthetic valve stenosis secondary to leaflet thickening. The patient was noted in stable condition.

Manufacturer narrative:
DHR review. Additional manufacturer narrative - attempts to obtain additional information have not been successful, the device will not be returned as it remains implanted. Without additional information or return of valve the reported re-operation cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.